Manufacturer narrative:
The customer observed an increase in repeat reactive rates and several discrepant patient results with prism hbsag, list 03a47-48, lot 34560li00. A retained kit of prism hbsag reagent, list number 3a47-48, lot number 34560li00, was tested for specificity. All specifications were met and all negative control values were in the typical range. The generated data demonstrate that the performance of the lot is not compromised. No customer returns were available for investigation. A review of complaint records for the affected lot number did not identify any problems relating to the customer's observation. A review of product labeling discusses that all highly sensitive immunoassay systems have a potential for non-specific reactions due to immunological cross reactivity. Therefore false reactive results may occur to a certain extent. The typical frequency of potential false reactive patient results with this assay has been estimated from testing of a large population and is stated in the package insert. A review of the data provided showed an increase of the repeat reactive rate after changing to lot number 34560li00. Nevertheless, the data showed that the performance of this lot number is well within package insert claim. Based on the investigation, it has been determined that the prism hbsag reagent, list number 3a47-48, lot number 34560li00 is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3a47 that has a similar product distributed in the us, list number 6d19.

Event description:
The customer stated that they have had an increase in (B)(6) results from the prism analyzer with a new lot of (B)(4) reagent. The customer is concerned about the rate of blood bags destroyed and donor deferral (to date approximately 17). All 17 donors were (B)(6). There was no reported impact to patient management. There was no additional patient information provided.